Event description:
The manufacturer received information alleging an oxygen cylinder became disconnected from the ultrafill device while being tested at the durable medical equipment (dme) supplier. The dme employee received 3 stitches to their head. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an oxygen cylinder that allegedly became disconnected from the ultrafill device. The ultrafill device and cylinder were returned to the manufacturer for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas into the coupler assembly and rupturing the coupler burst disk. The ruptured burst disk of the cylinder caused the cylinder to separate from the ultrafill unit.